Event description:
On 10/29/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was successfully achieved with the device, and the pt was discharged home later that day without apparent sequelae. Approximately one week later the pt presented to the emergency room with complaints of pain and a lump in her right groin. Percocet was administered at that time. On 11/06/1998 the pt again presented to the emergency room where discharge at the groin site was noted. Cultures of the fluid were taken which grew staph aureus. On 11/16/1998 an incision and drainage (I&d) was performed. The infection was noted to be above the artery in the puncture tract. The pt reportedly tolerated the procedure well, was placed on prescription antibiotics, and was discharged home in good condition. As of 12/31/1998 there has been no further report to the MFR of complication or pt sequelae.